Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting his insulin pump has an intermittent partial display. Customer's blood glucose level is 123 mg/dl. Customer is now using an old insulin pump as a back up. Customer uses energizer batteries. The device was not bumped or dropped before the alarm. Customer was advised that the device needs to be replaced, and to discontinue use of it and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had missing segments due to cracked zebra connector on lcd board. The insulin pump had a small crack on the reservoir tube lip.